Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not deliver a shock to a patient in an operating room. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not deliver a shock to a patient in an operating room. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. The customer has not responded to requests for additional information. There were no ECG rhythm monitoring strips or patient event files available for review. It is unknown whether defibrillation or cardioversion was being performed and how the shock attempt was being delivered (pads, paddles, or internal paddles). Philips is unable to determine the cause of the reported symptom as the customer has not responded to requests for additional information. The device remains with the customer. No conclusion can be drawn. If additional information becomes available, the complaint will be reopened.